Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted to FDA. The rpt'd condition was confirmed however, the broken component was not returned for evaluation preventing co from reliably determining the exact cause for the rpt'd condition.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.